Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to the display with auditory and vibratory features. The display screen was dim with reddish contrast. The battery compartment was cracked below the grip pad. The keypad cover was peeling off the base while all the buttons responded properly. Removal of keypad cover did not find any anomalies with the button contacts. (B)(6).